Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic right pneumonectomy procedure. The stapling devices were being used for the anastomosis of the bronchial bed. There were no issues in loading the reload onto the stapling handle. When holding the tissue, realized that when carrying the handle to bottom of the jaws, the cartridge did not close completely and the tissue was not held correctly. The surgeon was able to squeeze the handle. For this reason, decided not to fire. Removed and reloaded the same reload but the same thing happened. Changed to a different reload and had the same issue. In order to resolve the issue and complete the case, used a competitors device. There was no patient harm. The patient outcome is alive, no injury.